Event description:
It was reported that the ilet user experienced a blood glucose of 297 mg/dl after eating a hotdog without announcing the meal, and guidance was provided to hydrate and avoid sugars. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.